Event description:
Used for laparoscopic nephrectomy. According to the reporter: at the end of procedure, suddenly balloon exploded and broken pieces fell into cavity. All pieces were retrieved from cavity. No bleeding. No tissue damage. No pt harm. Operating room time not extended more than 30 minutes.

Manufacturer narrative:
(B)(4).